Event description:
The customer explained that there was an issue surrounding an ongoing air leak. They believe the cause of the leak is largely due to a defective red connector on the quick disconnect. There was no patient injury because the np discovered the problem and did multiple troubleshooting things to figure out the issue. The issue was resolved by unplugging the tubing from the red connector and reconnecting it with some force.

Manufacturer narrative:
(B)(4). The device history record of batch number 74m2100102 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.